Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced inaccurate cgm values which occurred 3 days after the sensor had been inserted in the abdomen. The patient experienced hypoglycemia with dizziness and had a minor car crash, after that she lost consciousness for 1 hour. An ambulance was called and they took a bg reading which was 29 mg/dl and the cgm reading was 90 mg/dl. The paramedics treated her with glucose and took her to the hospital. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.